Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2015. The patient's condition was stable post procedure.